Event description:
A lab technologist splashed advia centaur (B)(6) quality control (qc) material into her eye while opening a qc vial. The lab technologist was sent to emergency room for treatment. It is unknown what type of treatment was provided to the lab technologist in the ER.

Manufacturer narrative:
The customer contacted the siemens customer care center after a lab technologist splashed the advia centaur (B)(6) qc material into her eye. The customer wanted to know the chemical composition of the qc material. The lab technologist had not been wearing eye protection, which is a failure to follow instructions. The product's instructions for use states: "caution! Potential biohazard: the controls contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions. Use eye protection and gloves when handling this product; wash hands after handling." During follow-up with the customer, the customer stated that the lab technologist had returned to work.